Manufacturer narrative:
The customer returned the device to olympus for evaluation. Upon inspection the customer's allegation of the error code e105 could not be confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the loaner visera elite ii video system center exhibited e105 lamp error. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty light lamp. However, the specific cause of the faulty light lamp was not established at this time. Olympus will continue to monitor field performance for this device.